Event description:
It was reported that the patient¿s catheter split 4 years prior. It was noted that the patient was picking up their grandchild from a baby seat and felt a sharp pain in ¿that area¿ and by the end of the night the patient looked like they had an ¿alien child¿. It was reported that an emergency room (ER) health care professional (hcp) did not think it was spinal fluid. It was noted that it was ¿way too much¿ and when the patient went to see their primary hcp, they said it was spinal fluid and ¿more it leaks the mores she¿s going to make¿. It was reported that the patient¿s pump was being used to infuse saline. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).